Event description:
Hamilton medical ag received the following description: the device alarmed with panel connection lost alarm. No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). The report contains also the device evaluation. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the issue reported by the customer could be confirmed. The ventilator issued multiple panel connection lost alarms. 2025-08-24 11:35:02 panel connection lost alarms 4010 2025-08-24 11:34:52 panel connection lost alarms 4010 2025-08-24 11:24:47 panel connection lost alarms 4010 2025-08-24 11:24:37 panel connection lost alarms 4010 2025-08-24 11:22:46 panel connection lost alarms 4010 2025-08-24 11:22:36 panel connection lost alarms 4010 2025-08-24 11:15:31 panel connection lost alarms 4010 2025-08-24 11:15:21 panel connection lost alarms 4010 2025-08-24 11:08:54 panel connection lost alarms 4010 2025-08-24 11:08:45 panel connection lost alarms 4010 2025-08-24 10:50:59 panel connection lost alarms 4010 2025-08-24 10:50:49 panel connection lost alarms 4010 2025-08-24 10:45:21 panel connection lost alarms 4010 2025-08-24 10:45:11 panel connection lost alarms 4010 2025-08-24 10:41:04 panel connection lost alarms 4010 2025-08-24 10:40:54 panel connection lost alarms 4010 2025-08-24 10:39:46 panel connection lost alarms 4010 2025-08-24 10:39:37 panel connection lost alarms 4010 2025-08-24 05:44:30 panel connection lost alarms 4010 2025-08-24 03:33:43 low tidal volume alarms 4005 2025-08-24 03:30:48 low tidal volume alarms 4005 2025-08-24 03:30:41 low tidal volume alarms 4005 (B)(6) 2025 23:07:29 o2 enrichment special 512 the root cause was identified as a defective vu motherboard , which was subsequently replaced. Following the replacement, the device functioned as intended.